Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the intestinal loop during a laparoscopic retosynthectomy, the surgeon repositioned the tissue and the device¿s trigger signaled that the device was ready for firing. However, the first load that was used did not neither staple not cut. The device signaled zeroed load then. A second load of the same batch was opened which stapled halfway and left the stapler line open and device signaled zero load again without fully stapling. The surgeon then used another stapler and two reloads that also did not complete the stapling on the tissue. The stapler locked and did not work. To finish the procedure the surgeon reverted to open via anal.